Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit failed autofill and leak test. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the pneumatic interface module. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.